Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was using capio slim with a capio prolene suture (m0068331231). While she was firing the capio slim to drive the suture through the ligament, she noticed when pulling the capio slim out of the patient that the bullet head of the capio suture had been somehow sheared off and was likely lodged in the patient's sacrospinous ligament. She felt in the ligament and the pelvis to find the suture but could not locate it. She was able to complete the procedure using another capio prolene suture. According to the surgeon, the patient received a good repair and is doing well, she just sees this as a device failure. The head of the capio suture bullet was left in the patient's ligament.